Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and decontaminated the instrument which appeared to resolve the issues. He ordered parts for replacement on return visit. On (B)(4) 2013, the fse observed hemoglobin (hgb) blank slowly raising. The fse replaced the 2-way solenoid (sol18) that supplies the hgb blank to hgb chamber to resolve the hgb issues. The diluter board was also replaced as the fse suspected that a possible failure may have contributed to the hgb issues. Parts are being returned for analysis. If additional significant information is identified, a supplemental MDR will be filed. Identification of failure modes: two failure modes are associated with solenoid 18 and the pcb diluter 1 (process control board). No erroneous results were associated with this event. Upon recur of the sol 18 failure mode identified; it is likely to impact hgb results. Upon recur; the pcb diluter card failure mode identified is not likely to generate erroneous results as the instrument software algorithm will act as a failsafe by generating incomplete computations (vote outs) for the hgb parameter. Evaluation of product labeling: per labeling, beckman coulter inc recommends avoiding the use of one type of message or output to summarize results or patient conditions. Beckman coulter inc does not claim to identify every abnormality in all samples. (B)(4).

Event description:
The customer reported xb out on mchc (mean cell hemoglobin concentration) when using the coulter lh 750 hematology analyzer. Xb analysis is a method of quality control used by the instrument. A beckman coulter field service enginner (fse) went onsite and reported hemoglobin blank lamp voltage issues during startup tests. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.